Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a shaft break occurred. The 71% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for a percutaneous coronary intervention (pci). During procedure, while advancing, the shaft got fractured inside the patient. The device was removed and the procedure was successfully completed with a different device. The patient was in stable after the procedure.